Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis found the set screw was backed out too far.

Event description:
A manufacturer representative (rep) reported the battery would not lock into place. After multiple attempts a new battery was placed and worked fine. There were no environmental/external/patient factors that may have led to the issue. The hcp tried 5 times to lick lead into battery while turning torque wrench properly. A new battery was placed and impedances were fine, and the patient was reported to be doing great. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.